Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2007. Patent's legal counsel further reported that a revision procedure was performed on (B)(6) 20013 due to patient allegations of pain, swelling, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, and elevated metal ion levels. Legal counsel further reports that revision was allegedly due to fibrous growth/loosening of the acetabular component. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2007. Patient legal counsel further reported that a revision procedure was performed on (B)(6) 20013 due to patient allegations of pain, swelling, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, and elevated metal ion levels. Legal counsel further reports that revision was allegedly due to fibrous growth/loosening of the acetabular component. A review of invoice history confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2013 due to loosening of the acetabular cup. Revision operative report noted the presence of an effusion and lack of bony ingrowth on the cup. Operative report further noted no evidence of metallosis, metal staining or pseudotumors. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01371 / 01372 / 01373).